Event description:
A report was received that the pt was going to have a lead and pocket revision due to discomfort but during surgery the pt was explanted, as the ipg was not providing stimulation. The pt was re-implanted with a competitor's device.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were kept by the medical facility.